Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was lost to follow up. The patient experienced syncope episode and presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software reprogram could not be performed. On (B)(6) 2016, the device was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.